Event description:
Procedure type: low anterior resection. According to the reporter: the stapler's anvil did not tilt and the instrument did not cut. For this reason, the anastomosis was torn and it was necessary to hand sew and perform an ileostomy. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).